Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test with their freestyle freedom lite meter, because the pharmacy refused to provide him the test strips in a field exchange procedure. As a result, customer reported delaying his treatment and experiencing symptoms of drowsiness and lightheadedness and went to druid city regional medical ctr, where he was being diagnosed with severe hyperglycemia and treated with humalog insulin. Adc customer services will replace customer's test strips. There was no report of death or permanent impairment associated with this case.